Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump got an unexpected battery power loss and power error detected alarm on the insulin pump. The customer¿s blood glucose level was 9 mmol/l. The customer stated that received the power error detected and before the replace battery now alarm. The insulin the pump will not be returned for analysis.